Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that air bubbles were present in reservoir. Blood glucose was unknown. Troubleshooting was performed. Large size of air bubbles were present. The product will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill test to reservoirs per dop114-811. No air bubbles were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles.